Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information was available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was not properly capturing the patient. The physician thought the lead may have perforated the patient. Subsequently, it was reported a perforation had been confirmed and that the patient expired.